Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is not applicable as the device was not implanted.

Event description:
Healthcare professional reported via company representative "rupture of implant during surgery." Device was not implanted.